Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After implanting a 6x180x150 innova stent, a 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for post dilation. The balloon was first inflated at 10 atmospheres, however upon the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications or injuries were reported.